Event description:
Reporter had a stress test done on a treadmill machine. Noticed that the handle bars were slippery and that the machine had a short tread which could not accomodate a tall person. The first test could only allow reporter to speed up to the maximum of 90 beats/min of heart beat. The test was aborted. Reporter went back again a week later. The bars were still slippery. The machine was held near the rear end when the speed was increased and this time could not stop. Reporter scraped his knees & fell.